Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. It was noted that the lead could not be implanted and was getting dislodged. After several attempts the helix did not extend. The lead was not used and replaced successfully. The patient experienced no adverse events.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.